Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. The right ventricular (rv) and right atrial (ra) lead were both reported to have experienced low impedance and noise. The right ventricular (rv) lead was capped and replaced and the right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.